Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon performed an ablation collar bone (clavicle) procedure on (B)(6) 2015. The hospital wanted to book an ablating ancillary, but the appropriate instrument set would not be available until (B)(6) 2015. So, the hospital ordered a screwdriver bit operace t8 (part number 80073). The endpiece was also out of stock, so they chose the t9 (part number 80198), which is used for screw diameters of 2.4mm, 2.7mm, and 3.5mm (therefore suitable for the removal of a collar bone locking compression plate). The day of the surgery, the surgeon was unable to unscrew the small screws (though intact and good footprint) because the screwdriver did not fit at all into the screw head. The surgeon had to saw off the screw heads to remove plaque. The procedure had to be extended for 2 hours and the hospitalization stay extended for 24 hours. It was reported that the patient experienced significant bleeding. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. The returned device shows that the device was produced and distributed in may 2014. The screwdriver-insert shows slightly wear and tear signs at the torx-tip. The condition and size of the used screws is unknown. The manufacturing review of the device shows that the production procedure of the insert was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information and after consulting our product development engineer we found out, that in our trauma screw-portfolio, there are no screws with a t9 recess available. Therefore we can only assume that the wrong screwdriver-insert was selected. In the actual technique guide there is a list which should help to select the screwdriver insert of the appropriate size and shape. The table provides an overview of the screw recesses used for the respective screw diameters. This overview is only a recommendation for the selection of screwdriver inserts, with no guarantee of accuracy or completeness. Before using the selected screwdriver-insert, it must be always ensure, that the screwdriver insert is fully inserted into the screw recess, otherwise if the wrong size was selected, the insert may spin in the recess and the screw cannot be removed, as mentioned in the complaint description. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product name reported as ¿screwdriver insert for screws torx® and¿. Request for clarification made. Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was not returned to synthes and was not evaluated as previously reported in follow-up report #1. The device evaluated was similar device associated with the same event and a report was submitted for the device (part no. 80198). Since the subject device was not received and the lot number was no provided to synthes, no further investigation can be performed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.